Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, moderately tortuous superficial femoral artery that is 75% stenosed. The 6x80mm armada 35 balloon dilatation catheter (bdc) was advanced to the lesion and inflated to nominal pressure. The balloon was losing pressure when trying to inflate and only partially inflated when leaking was found at the hub. A new 6x100mm armada bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.